Event description:
A patient reported their gums are starting to recede while using the day aligners and that they are suggesting that the plastic needs to be smaller away from gums.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.